Event description:
As reported by our edwards lifesciences japanese affiliate, a 23 mm sapien 3 valve was implanted in the native aortic position via transfemoral approach. On postoperative day (pod) 16, surgical ascending aortic replacement with a vascular prosthesis was performed for a type a aortic dissection due to the valve stent. The valve remained implanted in the patient. The patient recovered after surgery.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (advanced age, female gender, moderate stj calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted in the patient.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 23 mm sapien 3 valve was implanted in the native aortic position via transfemoral approach. On postoperative day (pod) 16, surgical ascending aortic replacement with a vascular prosthesis was performed for a type a aortic dissection due to the valve stent. The sapien 3 valve was explanted and replaced with a surgical valve. The patient recovered after surgery and was referred to another hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction based on new information received through investigation (the valve was explanted). The following sections of this report have been updated: corrected b.5, corrected d6b., corrected h.6 health effect - impact code.